Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2005; dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing on the stored electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.